Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: on investigation, there was visible moisture corrosion inside the battery compartment. The battery compartment was cracked. Moisture corrosion was found inside the pump on the printed circuit board, battery housing and motor assembly. Leak testing confirmed a leak at the battery compartment. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.